Event description:
A 3.0mm diameter by 24mm length s7 stent delivery system was inserted in a pt with a previous history of coronary artery bypass, angioplasty to the circumflex coronary artery, and a stent implant in a saphenous vein graft. An atherectomy device was inserted into the left main coronary artery for treatment. The device was then inserted into the circumflex coronary artery. After the artherectomy procedure was performed, the s7 stent was inserted and successfully deployed in the proximal circumflex/left main coronary artery. It was reported that the pt returned 5 days post procedure with a sub acute thrombosis. The sub acute thrombosis to the left main coronary artery was treated with balloon angioplasty, and the deployment of a bestent2. Another bestent2 was deployed in the mid-left anterior descending artery with subsequent atherectomy and angioplasty to the distal area. It was unknown if the pt followed the medication regime after the initial procedure. The pt was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event. Eval of two pictures from the initial procedure reveal: a lesion at the ostium of the left main artery. The circumflex coronary artery is patent with an approximate 50% stenosis in the proximal/mid vessel. There is an area of narrowing in the mid- vessel. The left anterior descending artery is sub totally occluded. Post procedure picture reveals a widely patent left main and circumflex coronary artery. The left anterior descending artery is patent with improved blood flow.